Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Health professional reported via the national breast implant registry (nbir) right side rupture, capsular contracture, baker grade IV, device migration, and malposition. The device has been explanted.